Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having difficulty maintaining coupling during recharge. The patient stated that the ins recharger (insr) antenna was difficult to position due to mobility issues. In addition to the poor recharge coupling the patient reports shocking pain occurred the 4th day after ins replacement surgery, that the pain is worse since ins replacement, and trouble walking. It was also reported that while in the hospital the patient had "calcium in their body". The patient has turned off the ins due to battery level concerns, and pain has returned. A replacement insr antenna was sent, no additional symptoms and complications were reported. Patient symptom of "burning intensify" starting in 2013 reported in regulatory report #3004209178-2013-04265.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they wanted to have their device removed, get a full body MRI, let the "areas" heal and then get replacement devices implanted. No further issues were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the cause of the issue per the patient was the previous charger, and that the new one is working better now. They also noted that the patients issues had been "mostly" resolved. No further issues were noted or anticipated.